Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load, either from a patient with a low titer or from lab cross-contamination, where results are known to waver upon repeat testing. Also, possibly the off-label collection kit may have an influence. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platform (genexpert) and on the same cobas® liat® system which yielded negative results. The initial positive result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.